Event description:
It was reported by service report that the head section is damaged and there are exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the damaged head section.